Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00308 and 3005099803-2015-00309 for the other associated device information. It was reported to boston scientific corporation that two wallflex esophageal stents were used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the patient had a history of esophageal cancer. During the procedure, the physician deployed the stent a little too distal from the desired location. The physician attempted to retrieve the stent with the use of rat tooth forceps; however, the suture broke. The same issue occurred with the second wallflex esophageal stent. The stents remain implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Reported event of stent positioning / placement problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: while the patient's exact age is unknown; it was reported that the patient was over the age of 18.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00308 and 3005099803-2015-00309 for the other associated device information. It was reported to boston scientific corporation that two wallflex esophageal stents were used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the patient had a history of esophageal cancer. During the procedure, the physician deployed the stent a little too distal from the desired location. The physician attempted to retrieve the stent with the use of rat tooth forceps; however, the suture broke. The same issue occurred with the second wallflex esophageal stent. The stents remain implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00308 and 3005099803-2015-00309 for the other associated device information. It was reported to boston scientific corporation that two wallflex esophageal stents were used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the patient had a history of esophageal cancer. During the procedure, the physician deployed the stent a little too distal from the desired location. The physician attempted to retrieve the stent with the use of rat tooth forceps; however, the suture broke. The same issue occurred with the second wallflex esophageal stent. The stents remain implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on 26may2015 and 02jun2015. On (B)(4) 2015, a maude report was received; it stated that the physician planned to perform another procedure to remove one stent and readjust the other one. On june 2, 2015, the complainant reported that both stents were removed during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015.